Event description:
Complaint alleges: complainant reported that the foley catheter snaps. The catheter breaks at the y junction, during use. No reported pt injury. Current condition of the pt is unk.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.